Manufacturer narrative:
An operator cut her right thumb with the pipette while doing the monthly maintenance of the ortho vision biovue analyzer. Ortho care tss discussed all maintenance tasks and solutions used for ortho vision with the ortho vision reference guide. Tss also referred and discussed with customer ortho vision reference guide pub. No.: (B)(4) safeguards and precautions. Customer was satisfied with discussion with ortho care tss about content of ortho vision reference guide. Ortho medical safety officer assessed this type of injury as serious. There is no change in the health of the injured operator. No further investigation was required by the customer. Email address for contact office above is (B)(6). (B)(4).

Event description:
The customer is reporting a cut on the thumb of her right hand with the pipette while doing the maintenance of the ortho vision biovue analyzer. Complainant / complaint reporter name: (B)(6) medical technologist. Event date: (B)(6) 2021. Reported on: 08 june 2021 by the customer to orthocare helpdesk. Injured person name: (B)(6) the operator was wearing gloves. The customer said that on (B)(6) 2021 she has experienced a minor cut to her right thumb while doing the ortho vision biovue analyzer monthly maintenance..the customer was on the step of monthly maintenance where she turned to start cleaning surface of incubator. The customer said that she did not draw blood from her injury but it was a slight laceration. The customer reported that he went to medical doctor as per laboratories procedures and that some serological testing was done immediately with negative results (no further detail was provided). The customer asked ortho care if ortho vision biovue analyzer' s probe is constantly decontaminated. The customer is not following any medication or therapy and did not miss any day of her work due to the reported injury.